Event description:
In 2008, the patient reported that there was an air bubble in his insulin cartridge. He stated that the bubble appeared after the cartridge was inserted into the infusion device. He stated that he uses room temperature insulin. He was advised to attach the adapter and infusion tubing to the cartridge prior to insertion. He was advised to properly adjust the piston rod. He was assisted in removing the air bubble from the insulin cartridge and after he reinserted it into the infusion device another air bubble had formed. He was not able to prime the bubble from the system. He stated that he would insert a new insulin cartridge after it reached room temperature. No physiological effects were reported. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional of second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.